Event description:
On (B)(6) 2022, the reporter (the brother) of the patient/lay user contacted lifescan (lfs) USA alleging that his brother¿s onetouch ultra 2 meter displayed inaccurately low readings comparing to his feelings / normal results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained during a follow-up call with the patient. The reporter alleged that the subject meter started displaying inaccurate low readings on (B)(6) 2022, at 9:05 pm. The reporter stated that the patient kept receiving the same reading of ¿93 mg/dl¿ on the subject meter. The reporter informed that his brother takes multiple medications to manage his diabetes and during a follow-up call the patient confirmed that he tests four times a day and usually receives a blood glucose reading around ¿120 mg/dl¿. The patient stated that he skipped a dose of insulin in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient ¿crashed out and lost consciousness¿. The reporter claimed that his brother was admitted to the intensive care unit (ICU) and was given insulin and IV until his sugar went down. During the follow up call the patient confirmed that they took several blood glucose readings at the hospital, however he was unable to remember what the readings were. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the reporter did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment after skipping a dose of insulin based on alleged inaccurate low results obtained with the subject meter.